Event description:
It was reported that the program 4 was not working for the patient after four weeks, even though she had the amplitude as high as 4.0. The patient was still experiencing a lot of urine leakage. The nurse changed the patient to program 3 and right away the patient experienced mild surges of shock. The nurse gradually raised the amplitude to 0.8, but after that it was too uncomfortable and painful. It had been three weeks since the settings were changed, but there was no improvement at all in the patient¿s symptoms, especially at night when she leaked constantly while asleep in bed. The patient was afraid to contact her doctor again because she already had an appointment scheduled for (B)(6) 2014. However, the patient did not know if she could take the leakage problem very much longer. The patient did not know what to do. The patient did not want to give up on the therapy yet because she was told it took time to adjust the settings, so that it worked. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va0cpp6, implanted: (B)(6) 2013, product type: lead. (B)(4).